Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product identified the tip of the needle is fractured. Both anchors and the sutures were returned. Item and lot numbers are confirmed to match the complaint. The device was not cycled. The fracture site and type is consistent with ztr_wa_0864_21 juggerstitch meniscal repair device curved needle insert fracture in which bending overload type of failure was identified. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Foreign report source: (B)(6). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the needle was fractured in the sleeve when the surgeon was inserting the juggerstitch. The surgeon used it for lateral meniscus suture. All the fractured pieces were retrieved from the patient's body.